Event description:
The complainant reported a patient was being implanted with an impella 5.0 device for mechanical circulatory support. The attempt to implant the impella 5.0 was unsuccessful, and the cardiac surgeon partner came in and switched to impella 5.5.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.